Manufacturer narrative:
The allegeldy faulty valves were returned to the mfg site, but because they were not identified as associated with a product complaint, they were not sent to the failure analysis department, and cannot now be located.

Event description:
A facility reported that a pt had lost in excess of 3 kg of fluid more than the machine recorded during a dialysis treatment. The machine's pretreatment testing had passed prior to the treatment. High venous alarms occurred during the treatment and the operator noticed the blood appeared very dark. The pt began cramping, which was relieved with normal saline and the treatment discontinued. The machine was removed from the treatment area for inspection by the facility machine techs. The techs found faulty valve 31 and 36. These were replaced and the faulty valves returned to the machine MFR. The facility has not yet used this machine for treatments.